Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4) : device not returned for analysis.

Event description:
(B) (6) peripheral cutting balloon registry.it was reported that in (B) (6) 2005 the patient underwent treatment with the peripheral cutting balloon device for one lesion. The de novo lesion was located in an arteriovenous fistula with a 6mm reference vessel diameter and a 25mm target lesion length. The lesion had 80% stenosis pre-procedure and 0% stenosis post procedure. There was no vessel tortuosity and there was no calcification at the target lesion. The lesion morphology was tight concentric stenosis. A post operative comment states high resistant stenosis, successful pta with pcb but 12 atmospheric pressures (atm) necessary.the patient had a six-month follow up assessment in (B) (6) 2006. The target lesion has not remained patent since procedure. Repta (conventional angioplasty) was required in target lesion in (B) (6) 2005 (four months post pcb procedure). No further data was provided.